Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with lumbar spinal canal stenosis for posterior lumbar fusion (plf) fusion therapy. It was reported that l4/5 adjacent segment disease after l3/4 plf fixation occurred. Re operation was scheduled for june, 23. Ps will be added at l5, decompression and plf will be performed at l4/5 if bone fusion is achieved after opening the patient. There were patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from manufacturer representative regarding a patient having paralysis on the lateral side of the right thigh and the lower medial side of the right knee, leading to re operation. As to the patient's condition after the re operation, postoperative leg movement was also good.